Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the display is broken. The display was scrambled. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the display is bright but appears damaged. Internal inspection revealed a damaged ribbon cable which does not affect function. The lcd was replaced and the unit functioned as designed.